Event description:
It was initially reported that the patient experienced unspecified withdrawal symptoms and an infection. The medication infusing via the device system was baclofen. It was later reported the catheter that was implanted in 2003 was very difficult to place as the patient has "a collapsed intrathecal sac." After the implant of the system in 2003 the patient was doing fine and receiving therapy. The patient had originally gone in for a pump replacement to prophylactically avoid in-vivo battery depletion. During the surgery on (B)(6) 2010, the surgeons wanted to replace the catheter as well, as they were unable to aspirate it or get any csf (cerebrospinal fluid) return. They suspected a possible blockage of the catheter; a dye study was not performed as there was baclofen in the catheter which would cause delivery of a bolus of lioresal that would be too much for the patient who was on a low dose of lioresal (<200 mcg/day of 2000 mcg/ml in a simple continuous mode). A CT scan could not be performed at that time as the patient was in surgery. The catheter replacement was not performed due to previous placement difficulties relative to the patient's collapsed intrathecal sac; the pump and catheter were explanted, not replaced. The patient was admitted to the hospital on 5/8/2010 with withdrawal symptoms which included increased spasticity and a mild increase in cpk levels. Per this reporter, it was determined that there had been no catheter blockage; from her clinical perspective, in order for the patient to have gone through withdrawal, he would have previously been receiving his intrathecal baclofen. According to this reporter, the patient does not and has not had an infection. The patient was prescribed enteral medication: baclofen 20 mg and diazepam 4 mg every 4 hours, as well as periactin 4 mg every 6 hours. Due to the patient's anatomical complication of the collapsed intrathecal sac and seizure disorder the patient's doctor and surgeons were uncertain how to proceed. The patient was unable to have an MRI as he has a vagal nerve stimulator implanted. The hcps were considering the risks and benefits of a cervical placement. They wanted to be certain that the patient was stable for two weeks before implementation of a plan. The patient was "doing fine" and his symptoms were being managed through enteral medication as noted above. The patient's mother wanted the patient to have a pump implanted.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly of the motor. Corrosion and/or wear and/or lubrication occurred. Upon product return, it was noted that pump did have a catheter access port.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.